Event description:
It was reported that the patient experienced skin infection and got treated by antibiotic on (b)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchangedAdditional information - This Medical Device Report (MDR)is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summary.This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 01-AUG-2025.The original investigation remains valid and has not been modified. Complaint Investigation ResultsA complaint investigation was performed based on the event description and the assigned malfunction. No malfunction based on complaint information. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. A high-level review of manufacturing controls for the Inset 30 (AutoSoft 30) product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the Inset 30 (AutoSoft 30) product family, including:100% functional testing during Spot Curing and final assembly, including leak and flow tests, glue level and curing verification, tube positioning, and connector integrity.100% visual inspections during packaging, verifying needle condition, presence and correct assembly of the needle guard, lid condition, Tyvek seal integrity, and that the product is free of contamination.Sampling verification under Acceptable Quality Limit (AQL) (b)(4) including visual and functional tests such as:Burst test Peel testFlow and leak tests Static tension test Concentricity and angle inspection of the needleWater leak test specific to Inset 30Verification of spring "click"Membrane placement verificationCatheter integrity checksHeat shrink tubing and assembly integrity evaluationsQuality inspection before sterilization, under AQL 0.65, verifying correct labeling, Instructions for Use (IFU) presence, Tyvek integrity, packaging compliance, and absence of foreign material.Corrective and Preventive Action (CAPA) Determination Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint investigation - ConclusionBased on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.